Event description:
It was reported that the patient presented for an explant procedure. Prior to the procedure, it was noted that the right ventricular (rv) lead exhibited high capture threshold and undersensing. The rv lead was explanted and replaced. The patient was in stable condition throughout the procedure.